Event description:
Problem 1 (actual injury to rn): the two handles at the head of the bed that staff squeeze to adjust the height of the head of the bed are not independent of each other. Two nurses were adjusting the head of the patient's bed when one of them squeezed the handle, smashing the other's finger under the handle on the opposite side of the bed, resulting in a minor injury.problem 2 (potential for injury): a nurse was operating the same squeeze mechanism for adjusting the head of the bed with a heavy patient lying on it. The head of the bed came down very quickly and very hard which easily could have led to their fingers being smashed under the head of the bed (which would have been a very serious injury). There was no gradual lowering, nor was there a catch mechanism to prevent sudden dropping of the head of the bed. There have been multiple incidents like this reported by other staff. Follow up reveals: patient placement in the stretcher bed is not thought to be a factor. The nurses finger was pinched and bruised as a result of the injury. Facility is working with the manufacturer to resolve the problem and yet the problem still persists. Hill rom representative worked with biomedical engineering to develop a catch device that was added to each of the stretchers (18 in total) to prevent the sudden drop in the head of the bed (problem 2). There has been some improvement, but the problem is not completely resolved.